Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown period of time following the implant of this transcatheter bioprosthetic valve, cerebral infarction occurred and thrombus aspiration was performed. No additional adverse patient effects were reported.